Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the pump right plunger case was cracked. A review of the event history log (ehl) identified primary audible alarm post and primary audible alarm background (bgnd) test. During the functional testing was unable to duplicate the reported issue. The root cause was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker as preventive. Performed power up process, preventative maintenance, occlusion test and all functional tests which passed.

Event description:
It was reported that the pump exhibited an audible post. No patient injury was reported.